Event description:
The physician was attempting to implant a resolute integrity drug eluting stent in the 1st obtuse marginal which was reported to be 98% calcified. During attempted delivery it is reported that the stent became damaged. The device was removed with no clinical sequelae reported.

Manufacturer narrative:
Evaluation results and conclusion: device or procedural images not provided for review. Highly calcified. Failure to deliver the stent and stent deformation. (B)(4).